Manufacturer narrative:
The actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a sponge (foam) protruding from the cap was observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of an unspecified quantity of minicaps ¿was loosened and slipped out from the cap¿. This was observed when opening the packaging at the hospital and before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.